Event description:
As reported, during a left transfemoral tavr procedure with a 26 mm sapien 3 ultra valve in the native aortic annulus, there was resistance experienced when advancing the valve and commander delivery system in the expandable portion of the 14 f esheath. Upon exiting the sheath tip, it was noted that a distal strut of the valve was bent outward. At this point a vascular surgeon was called and consulted. After some attempts to snare or balloon the strut to straighten it out, it was decided to deploy the valve in the infrarenal abdominal aorta to a "profile" inflation or to the size of the aorta in that location. At this point it was unclear if the valve strut had straightened out or was still bent but not visible in the angiographic view. A femoral cut-down was performed. Next, an endograft was placed from the location of below the renal arteries distally to cover the sapien 3 valve. The location of the sapien 3 valve was just proximal to the common iliac bifurcation. An 18 f sheath was used for this placement and the 14 f esheath and commander delivery system were removed as a unit without reported issues. At this point the patient was stable and the tavr procedure was resumed with a new delivery system and 14 f esheath. A second 26mm sapien 3 ultra valve was deployed in the proper aortic position without further complications. The access vessel minimum luminal diameter measured 6.9 mm, with moderate/severe tortuosity, and moderate calcification.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 device code, type of investigation and investigation findings. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: calcification and tortuosity seen in the patient's access vessels (left side) and one (1) bent strut observed at outflow side. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 ultra valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on imagery provided to edwards lifesciences for evaluation. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during a left transfemoral tavr procedure with a 26 mm sapien 3 ultra valve in the native aortic annulus, there was resistance experienced when advancing the valve and commander delivery system in the expandable portion of the 14 f esheath. Upon exiting the sheath tip, it was noted that a distal strut of the valve was bent outward.'' Per training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. Per imaging evaluation, the patient's left access vessel had presence of calcification and tortuosity. Access vessel characteristics such as calcification and tortuosity can create a challenging pathway for delivery system insertion/advancement through the sheath, and it led to high resistance and push force. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft and resulted in valve bent strut. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient (calcification, tortuosity) and procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with valve frame damage. To address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions. The valve from this complaint event was manufactured after the corrective action. The CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of the commander delivery system with s3u through the esheath resulting in frame damaged.